Manufacturer narrative:
(B)(4). The lot was manufactured between november 7, 2013 ¿ november 8, 2013. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. A visual inspection identified a leak. The cause of the leak was due to missing film-wrap. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This occurred during filling (without the use of a filter) with saline (non-baxter product). The reporter states that solution was observed inside of the housing and outside of the bladder. The leak was also described as "coming out of¿ the product, indicating either backflow from the fillport or solution exiting from the top of the device after entering the housing. The reporter was unable to identify the exact leakage site and did not know if the bladder was damaged. There was no patient involvement. No additional information is available.